Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with two unrelated non-conformances, to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that surgeon inserted 2 healix advance peek anchors to repair a rotator cuff tear. Anchors went in great. He passed all sutures without incident or noticeable damage to any of the sutures. He used linvatec spectrum and pds suture to shuttle all the sutures through the cuff. During knot tying, one strand of the blue suture broke on each anchor. Surgeon places a clamp (sometimes called a mosquito) on the suture to prevent the knot pusher from dropping on the floor if the suture slips from surgeon¿s hand during tying. Each suture broke right at the point where the mosquito grasper held the suture. This is outside the cannula, so the surgeon was able to complete the suture tying by re-grasping the broken suture at its new (shortened) end and continue the tying process.